Event description:
It was reported that on (B)(6) 2006 : the patient presented with a preoperative diagnosis of cervical spondylolic myelopathy c5-6, c6-7. The patient underwent the following procedures: c5-6, c6-7 anterior cervical discectomy and fusion with peek strut reconstruction c5-6, c6-7 with placement of rhbmp-2/acs; c5-c7 atlantis plate; interpretation of intraoperative fluoroscopy. Per the op notes, after the decompression, the dura was bulging into the interspace and was pulsating visibly. Following decortication, a matching peek cornerstone implant was placed into the interspace after packing the central core of the cornerstone wedge with a rhbmp-2/acs soaked sponge. An atlantis plate was sized under direct vision and lateral fluoroscopy and then triangulated vertebral body screws placed into the mid body of c5 (variable c6) and variable c7 (fixed). No complications were reported. (B)(6) 2006: the patient underwent x-rays of the lateral cervical spine. Impression: normal postoperative cervical spine film. (B)(6) 2006: the patient presented with pain at the cervicothoracic junction rather than lower down, that radiates almost as far as her thoracolumbar junction, and aching pain in her neck and suboccipital area. Impression: cervicothoracic muscle spasm with chronic cervicothoracic pain. (B)(6) 2006: the patient presented with pain in the upper thoracic spine and cervicothoracic junction that radiates downward. It is burning and tightening. Impression: neck pain; sounds like myofascial pain and muscle spasms. (B)(6) 2006: the patient underwent x-rays of the cervical spine. Impression: normal post-operative flexion and extension views of the cervical spine. (B)(6) 2006: the patient underwent MRI of the cervical spine due to swelling and pain in the neck. Impression: no cord signal abnormality; there is mild central canal stenosis at c3-4, c4-5 and moderate central canal stenosis at c5-6 with mild central canal stenosis at c6-7 secondary to central disc osteophyte complexes. There is mild bilateral foraminal stenosis at c3-4, mild foraminal stenosis on the left at c4-5 and c6-7 with mild bilateral foraminal stenosis evident at c5-6. (B)(6) 2006: the patient presented for a nuclear medicine bone scan with spect imaging of the cervical and thoracic spine. Impression: thoracic spine spect scan is within normal limits; there is increased activity in the lower cervical spine compatible with the presence of the fixation hardware and interbody fusion at c5-6 and c6-7; focal area of increased activity within the mid cervical spine to the right of midline roughly corresponds anatomically to the right c4-5 or potentially right c3-4 facet; subtle activity within the lower cervical spine to the left of midline roughly corresponding to the left c5-6 or potentially left c6-7 facet; there is increased activity at the base of the cervical spine corresponding to the c7-t1 interspace. This is of questionable etiology without instability suggested on flexion and extension views; there is focal area of increased activity within the angle of the mandible on the right. This is possibly related to underlying dentition and recommend correlation with plain films and or clinical examination. (B)(6) 2007: the patient presented with neck pain radiating down her spine into her mid thoracic region. She complains of headaches in her left frontal region. She has rare numbness and tingling . (B)(6) 2007: the patient underwent x-rays of the cervical spine. On flexion and extension, there is a persistence of motion of the spinous processes at c6-7, measuring two millimeters in extent. This raises cause for concern regarding success of the fusion at the c6-7 level. The c5-6 does not demonstrate motion of the spinous processes on these flexion and extension films. (B)(6) 2007: the patient presented with a preoperative diagnosis of cervical pseudoarthrosis , c6-7. The patient underwent the following procedures: removal of anterior cervical hardware ; re-do anterior cervical discectomy with allograft fusion and internal fixation at c6-7 with a competitors anterior cervical plate. Per the op notes, the screws into the c7 vertebral body appeared loose . The c5-6 level appeared fused with no motion of the spinous processes on flexion and extension. At c6-7, the patient had in the interspace a peek cage. Rhbmp-2/acs had previously been used to fill this cage. Minimal ossification was apparent within the interior of the cage itself, rather fibrous tissue was encountered. (B)(6) 2007: the patient presented for x-rays of the cervical spine. The position and the condition of the hardware is satisfactory. The alignment of the cervical spine through these two segments appears normal. The interspace graft at c6-7 anteriorly appears to be in good position maintaining height well. Rostrally, slight anterolisthesis is seen at c4 with respect to c5. Preservation of lordosis is seen on this single lateral view. (B)(6) 2007: the patient presented with some posterior cervical swelling and spasm with increased activity. She has dysesthetic pain around the incisional region. (B)(6) 2007: the patient presented for x-rays of the cervical spine. Impression: interbody fusion at c6-7; there is an interbody spacer at c5-6. No evidence of instability. No acute findings. (B)(6) 2007: the patient presented with posterior neck pain and swelling in her neck and shoulders and occasional muscle spasms. (B)(6) 2007: the patient presented for CT of the cervical spine. Impression: there is now solid fusion at c6-7. There is some bony prominence in the right paracentral region at this level, progressed from previous that may slightly displace the ventral exiting root, but does not significantly displace or deform the cord. There is no significant foraminal narrowing. There are minor degenerative changes elsewhere in the cervical spine, but no significant canal or foraminal narrowing appreciated. (B)(6) 2007: the patient presented with low posterior cervical pain radiating bilaterally into the interscapular area with significant burning. (B)(6) 2008: the patient presented with an apparent fascial defect at the spinous process, very focal dorsal extent, is immediately beneath the skin. The skin is indicative of partial fascial dehiscence. She has profound pain in this location. Trigger injections and esi¿s have not been helpful. (B)(6) 2008: the patient underwent MRI of the cervical spine. Impression: there is some slight progression of central canal stenosis between c5 and c7. There is flattening of the thecal sac without definite cord signal abnormality or definite mass effect upon the cord. There is no pathologic cord signal or enhancement; multilevel mild foraminal stenosis. (B)(6) 2008: the patient presented with local infiltration of the region of the c7 spinous process. She has a lot of muscle or subcutaneous fat atrophy but certainly describes a dehiscence postoperatively and on examination there is no question she has no fascia above her spinous process of what may be c7 or t1, but in either case, the doctor has decided the spinous processes are immediately beneath the dermis, probably a pseudocapsule over them, clearly had a fascial dehiscence, and is a very focal pain. (B)(6) 2008: the patient presented and continues to complain of this very dorsal superficial cutaneous pain right underneath and over the top of the spinous processes of c7 and ti. We have had those very shallowly numb to ascertain whether or not eliminating cutaneous innervation beneath her skin but with no depth to it to exclude any kind of musculoskeletal component or any possible mechanical problem. She states it was 90% resolution of her very hypersensitive cutaneous skin over the dorsal aspect of these protruding spinous processes which look to be c7 and ti secondary to what is obviously a wound complication, fascial dehiscence, and a very widened secondarily healing scar from the dorsal fusion at c6 - c7. My feeling is that at this point in time though I do not have certain expectations, it would seem to me illogical to remove the most distal three-eighths of an inch of spinous processes at c7 and ti, so the fascia can be freed up, closed primarily to provide coverage over the spinous processes and discontinue the obvious subcutaneous irritation over that widened secondarily healed scar. She wants to proceed. She will proceed with preoperative labs, chest x-ray, and EKG and proceed with what I consider basically a wound revision. (B)(6) 2008: the patient presented for x-rays of her chest. Conclusion: no evidence of acute cardiac or pulmonary disease. (B)(6)2008: the patient presented with wound dehiscence with painful scar. The patient underwent the following procedures: scar revision; excision of secondarily healed scar; partial laminectomy c7, t1; fascial revision; primary closure. No patient complications were reported. (B)(6) 2008: the patient presented with some incisional soreness. (B)(6) 2009: the patient presented with pain returning with burning and numb sensation around the skin where previous surgery was performed but one level down. Assessment: soft tissue myofascial syndrome; failed neck syndrome; flat neck syndrome; possible segmental instability from degenerative facet changes at c7-t1. (B)(6) 2009: the patient presented for a cervical facet joint injection at c7-t1 due to neck pain. No complications were reported. (B)(6) 2009: the patient underwent an MRI of the cervical spine. Impression: there are post-surgical changes at c5-6 and c6-7 with both anterior and posterior fusion. There is some distortion of the thecal sac at this level which in part may be artifactually created by susceptibility artifact. There is some mild cord signal abnormality which again may also be artifactually created. There is no current evidence for cord compression. Mild canal narrowing is noted at the surgical levels at c5-6 and c6-7. The remainder of the levels are unremarkable. (B)(6) 2009: the patient presented for a cervical singe photon emission computed tomography due to neck pain. Impression: primary finding in the cervical spine is focal uptake corresponding to a right upper facet probably approximately c3-4.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.